Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was locked and the patient had experienced a blood glucose of 16 mg/dl and had "passed out." Emergency medical services were called. The patient continues on the pump. Customer support attributes the bg excursion to training/misuse issues. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: no defect found. Pump powers on with audible and vibratory sounds. Pumps suspend history shows pump was manually suspend on (B)(6) 2014 at 09:15 and manually resumed at 10:16. Pump was exercised for a 24hr duration period with returned battery cap and returned cartridge cap; no alarms or self-locking occurred during this time period. No hypersensitive or unresponsive keys were observed on keypad. Pump was able to be manually locked and manually un-locked with no issues. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.